Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a heart attack. The patient stated that post implant they "started feeling real funny". Patient reported they experienced fatigue and that at their last device check they were informed that their "heart was racing pretty fast and it happened twice." The patient stated they were prescribed medication. The ipg remains in use. No further patient complications have been reported as a result of this event.